Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly on to interface board. The insulin pump was unable to verify for alarm and battery out of limit alarm due to blank display. The insulin pump received with cracked reservoir tube lip and stripped battery cap coin slot.

Event description:
The customer reported via phone call that they received a blank display. Customer reported an unexpected restart alarm occurred prior to the blank display. It was also found the customer had frequent battery changes with the insulin pump. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer was also unable to check their alarm history due to the blank display. Customer also reported the unexpected restart alarm was recurring during normal insulin pump use. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 250 mg/dl. Customer treated their blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.